Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% occluded lesion in the left superior femoral artery (sfa). A 6fr sheath was advanced through the left side. An unspecified drug coated balloon was advanced and being used to pre-dilate the lesion when a dissection was noted. A 6.0x150mm supera self-expanding stent system (sess) was advanced with no issues to treat the dissection; however, during deployment of the supera stent, the nose cone broke causing the stent to only partially deploy. The nose cone remained inside the sheath. The sess was slightly pulled back and the stent went into the sheath; therefore, the sess and the separated tip were removed as a single unit under fluoroscopy. A replacement device was no longer needed due to the dissection no longer being as large. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.